Event description:
It was reported that the bd venflon pro 20ga 1.1mm od 32mm l india catheter tip was peeling. The following information was provided by the initial reporter: "pain during first prick and patient complaining about pain. Cannula tip peeling".

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The reported issue was ¿needle penetration difficult / painful and peelback¿. Physical samples not submitted for evaluation. The device history record review was completed for provided lot # 3306357 material # 393234. A review of our risk management document was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our specification requirements. There was no rejected inspections or quality notifications during the production of this lot number. Customer provided photographs review: no photographs of lot # 3306357 material # 393234 were submitted for evaluation. Customer returned sample review: no physical samples not submitted for evaluation. Retention sample review: retention samples for lot # 3306357 material # 393234 were inspected visually for catheter tip and penetration force test done for needle tip. The defect of ¿needle penetration difficult / painful¿ and ¿peelback¿ was not found in retention samples. Thus, the defect of ¿needle penetration difficult / painful¿ and ¿peelback¿ cannot be confirmed.

Event description:
Pain during first prick and patient complaining about pain.cannula tip peeling.

Manufacturer narrative:
The reported issue was "catheter tip integrity and blunt cannula". Physical samples not submitted for evaluation. The device history record review was completed for provided lot # 3306357 material # 393234. A review of our risk management document was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our specification requirements. There was no rejected inspections or quality notifications during the production of this lot number. Customer provided photographs review: no photographs of lot # 3306357 material # 393234 were submitted for evaluation. Customer returned sample review: no physical samples not submitted for evaluation. Retention sample review: retention samples for lot # 3306357 material # 393234 were inspected visually for catheter tip and penetration force test done for needle tip. The defect of "catheter tip integrity" and "blunt cannula" was not found in retention samples. Thus, the defect of "catheter tip integrity" and "blunt cannula" cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Pain during first prick and patient complaining about pain. Cannula tip peeling.